Manufacturer narrative:
Date sent: 05/11/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastroplasty procedure, while making the last firing on the sleeve gastric staple line, near the eg junction, the device got stuck after one or two squeezes of the handle. After opening the device, it was evident that the device cut but did not staple all the way. The surgeon changed the cartridge and the operation ended well. There were no adverse consequences for the pt.